Event description:
Status post pediatric lcp hip plate implantation pt returned to surgeon's office for an x-ray for an unrelated procedure. The x-ray showed two screws sheared off in the plate. Surgeon noted the bone was healed and the pt will not be revised at this time. This is two of two reports for this event.

Manufacturer narrative:
Subject device was not explanted. Synthes is unable to provide the manufacturer, PMA/510k number and or the date of manufacture without a lot number provided or returned product. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number a device history record review could not requested.